Event description:
During laparoscopic surgery, (gastric banding), the laparoscopic liver retractor while being used, broke during retraction of the liver. The instrument's flexible part broke and sharp coil from the inside of the instrument scraped (minor) an area of the liver.